Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, b7, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the motor, swivel and hinge throttle gasket were damaged. The motor, swivel and hinge throttle gasket were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during testing the air dermatome did not vibrate but only blew air. There was no patient involvement. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.